Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had issues with the reservoir. The customer reported they had two reservoirs that did not let any insulin into the infusion set tubing. Customer's blood glucose was 110 mg/dl. The customer declined to return the reservoir for analysis.